Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025959 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025959, test base part number 190-430 / lot 1025959. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025959 showed that the complaint rate is (B)(4) in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. Reference MFR:report: 1221359-2021-01796.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference report: 1221359-2021-01796.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 for two (2) patients performed respectively on (B)(6) 2021. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasopharyngeal swab (copan brand polyester swab). Repeat testing was performed and generated a negative result. Confirmation testing (x2) on nasopharyngeal swabs with rt-pcr genexpert & filmarray- biofire platforms generated negative results. The customer stated the patient was not symptomatic and planned to admit in the hospital for a treatment related to metastasis terminal phase. The customer reported the patient could not be admitted to the hospital due to the test results . Additionally, the customer confirmed treatment was delayed since they had to wait and decide whether to enter the covid area of the hospital or not.